Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were inserted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2001. The diameter of the proximal non-aneurysmal aortic neck was 23 mm, and the length from the proximal non-aneurysmal neck to distal non-aneurysmal ililac neck was 165 mm. Vessel morphology was reported to be mildly tortuous with little calcification. The pt has a history of chronic obstructive pulmonary disease. It was reported that the 22 french cook sheath dissected the right external iliac artery; therefore, a polytetrafluoroethylene jump graft was placed. Final angiogram demonstrated a branch endoleak and exclusion of the aneurysm. No additional clinical sequelae were reported, and the patient is reported to be fine. No additional information is available.